Event description:
It was reported a high ultrafiltration (+0.5~1l) occurred with an ak 96 machine during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) e1: initial reporter address: (B)(6) e1: initial reporter postal code: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. The fluid path and error codes were reviewed, and a heat disinfection was performed. A service history review was performed and found that the device has been serviced within the last twelve (12) months for the same issue of unstable ultrafiltration (uf). The issues were resolved by replacement of the uf cell and calibration of the variable flow unit. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the condition was determined to be related to part failures. The uf cell was replaced, and the variable flow unit was calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.